Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also reported that the right atrial (ra) lead exhibited high thresholds. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.